Event description:
It was reported that a customer had passed away on (B)(6) 2025, with the cause of death attributed to diabetic ketoacidosis, aspiration pneumonia, and cancer. There was no allegation that the pump or related supplies contributed to the death, although the customer was wearing the pump at the time. A review of pump data will be performed, and the results will be submitted in a supplemental report.